Event description:
It was reported that patient presented to ER after receiving appropriate therapy due to a svt event. Upon ICD interrogation, device recorded noise and undersensing. At explant, insulation abrasion was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasions were found at 25.2-26.7cm, 27.1-27.6cm and 41.1-41.2cm from the distal tip. The etfe coating was intact. Other internal insulation abrasions were found at 41.3-41.4cm and 41.7-41.8cm from the distal tip. Based on the information provided and the analysis conducted, the condition of the etfe coating was unable to be determined. The etfe coating on one rv conductor was damaged at 6.7cm from the distal tip. Based on the information provided and the analysis conducted, no conditions were found that could cause or contribute to the observation from the field of noise.